Event description:
Procedure performed: robotic chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Account reps were brought in by the hospital due to reports of issues with bags cinching. During surgery, the reps saw that surgeon completed all the correct steps hen using the device, but that the bag would not cinch closed after gall bladder was removed. This happened in two back-to-back cases by the same surgeon in the same hospital. Two different patients and procedures. Additional information received from [name] on 15may2025 via email: yes, the actuator was able to be fully retracted. Upon closure of the bag when retracting back the actuator, the bag itself did not fully close. The bag was partially opened. No, there was no spillage of the specimen. Everything was contained within the bag. Intervention: completed surgery okay with malfunctioning device. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic chole. Event description: account reps were brought in by the hospital due to reports of issues with bags cinching. During surgery, the reps saw that surgeon completed all the correct steps hen using the device, but that the bag would not cinch closed after gall bladder was removed. This happened in two back-to-back cases by the same surgeon in the same hospital. Two different patients and procedures. Additional information received from [name] on 15may2025 via email: yes, the actuator was able to be fully retracted. Upon closure of the bag when retracting back the actuator, the bag itself did not fully close. The bag was partially opened. No, there was no spillage of the specimen. Everything was contained within the bag. Intervention: completed surgery okay with malfunctioning device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by the improper interface between the support and bead slot. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.